Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication orders were not crossing over to the pyxis or pharmogistics. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing over to pyxis. A technical support specialist (tss) dialed in, confirmed that messages were crossing over properly and informed the customer that there had been no report of missing orders. The tss monitored the case for 24 hours and proceeded to close, as no further issues reported. The system functioned as intended after the technical support specialist assisted the device.